Event description:
The customer reported that the tubing came apart at the "low hub" while in use on a restless patient. No patient harm reported.

Manufacturer narrative:
The customer¿s report of the tubing came apart was confirmed. Visual inspection noted that the pvc tubing was completely torn from the distal male luer. The torn tubing edges were rough and jagged. Functional testing was not performed because of the separation at the component engagement. Fluid was leaking from the separation. The root cause of the separation between the pvc tubing and the male luer was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.